Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons are falling apart- tampax [device breakage] some of the tampons were also not fully inside of the plastic applicator when open from the protective packaging [device physical property issue] case narrative: consumer reported via email that the tampons were falling apart before being used. No injury was reported.

Event description:
Tampons are falling apart- tampax [device breakage] some of the tampons were also not fully inside of the plastic applicator when open from the protective packaging [device physical property issue] case narrative: consumer reported via email that the tampons were falling apart before being used. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons are falling apart- tampax [device breakage]. Some of the tampons were also not fully inside of the plastic applicator when open from the protective packaging [device physical property issue]. Case narrative: consumer reported via email that the tampons were falling apart before being used. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.